Manufacturer narrative:
.

Event description:
It was reported that via remote transmission, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Patient is monitored via routine follow up.